Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced the tape failing to adhere, and it had accidentally come off event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).